Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator entered an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found error codes in the logs. The se replaced the breath delivery (bd) central processing unit (cpu). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.